Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.50 x 12mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The proximal struts were lifted and pulled distally. Strut rows 4 and 5 damaged. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulty was encountered. Vascular access was obtained via the right femoral artery. The 70% stenosed, 12mm in length, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified, 4.5mm in diameter right coronary artery. A 4.50 x 12 synergy drug-eluting stent was advanced for treatment, but was unable to cross the lesion. The procedure was completed with a 4.0 x 12mm synergy stent. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed a stent damage.